Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels as high as 572 mg/dl. The customer did not want to troubleshoot, as she was told by the hospital staff to get the insulin pump replaced. Nothing further was reported.